Event description:
The customer applied the device in the morning with a blood glucose level of 275 mg/dl. Throughout the rest of the morning, through the late afternoon, her levels remained consistently high (337-454 mg/dl) despite having administered boluses. (She stated that she did ¿not miscalculate her carbohydrate intake when bolusing.¿) the device was removed and replaced after the fifth consecutive high bg reading; it will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned device found discoloration inside the device. Residual fluid and corrosion were found on the surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A malfunction is confirmed to have been a contributing factor to the customer¿s high bg levels. Insulet has initiated an internal investigation into this particular failure mode and has taken action to minimize and prevent its recurrence. A risk assessment has been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insult¿s internal procedures). Improvement activities are in process. The omnipod user¿s guide warns that ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia),¿ and to treat hyperglycemia advises ¿if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider¿s guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance.¿